Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 300 mg/dl and current blood glucose value was 500 mg/dl. Customer had symptoms like nausea and ketones. Customer treated with manual injection. The drive support cap was normal. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted.